Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging that the meter reverted to the set up mode. The pt first noticed the issue on the morning of (B) (6) 2010. She had been unable to test her blood glucose due to the reported issue. Approx 5 days later, the pt felt shaky, sweaty, weak and awful. She did not seek any medical attention or contact her physician for assistance. The pt denied any misuse of the product, this was not the first time the product was being used and the issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the pt alleged that due to the meter issue, she was unable to test her blood glucose and suffered symptoms suggestive of hypoglycemia.